Manufacturer narrative:
Product evaluation summary: the device was returned, analyzed and no anomalies were found. It was noted that there was grommet damage with unknown cause and the setscrew was sideways and disengaged.

Event description:
It was reported that during a lead revision procedure, it was found the set screw of the superior vena cava port in the device header had come off of the socket. The set screw wrench could not be engaged to connect the new lead to the device. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular lead had fractured. It was capped and a new lead was implanted. During the lead revision procedure, it was found the set screw of the superior vena cava port in the device header had come off of the socket. The set screw wrench could not be engaged to connect the new lead to the device. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.